Manufacturer narrative:
It was reported that the proximal part of the stent (sticking out of papilla) did not expand after the stent placement. It was confirmed from the device history record that device had been manufactured with no significant issue and passed all the inspections successfully. Our nitinol wire, the raw material of stent, is shape-memory alloy. Generally, if the stenosis of a patient's lesion is severe, the stent expansion may require some time, but it is hard to identify the exact root cause since it is hard to reconstruct the situation at the time of procedure. It is hard to identify the exact root cause since the information was lacked such as photo of placed, the device was not returned, and it is hard to reconstruct the situation at the time of procedure. However, based on the description "bile excretion was confirmed by performing suction" and "patient was discharged from the hospital because well-drainage was confirmed", it is assumed that the stent was expanded somewhat slowly at the procedure, so the doctor has judged stent expansion failure, but the stent was worked normally since the expansion was performed later. Through the user manual by taewoong, it is stated that a stent may require up to 1 to 3 days to expand fully and balloon dilatation inside the stent can be performed if the physician deems necessary. This suspected device is not registered in the us but we will continuously monitor the same or similar customer complaints through accurate analyses.

Event description:
It was reported that the proximal part of the stent (sticking out of papilla) did not expand after the stent placement. Bile excretion was confirmed by performing suction. Therefore, no additional treatment was performed. There were no patient complications as a result of this event. [Further information]: the stent expansion could not be confirmed by any images (endoscope and/or CT), however, it was informed that the patient was discharged from the hospital because well-drainage was confirmed.